Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, displacement test and basic occlusion test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 546 mg/dl. Customer reported cracks on the insulin pump and a no delivery alarm. Customer was in the emergency room due to diabetic ketoacidosis. Customer woke up with high blood glucose levels in the morning. Customer was given fluids and was wearing the pump at the time of the hospitalization. Customer treated manually in the past for any blood glucose level over 450 mg/dl. Customer had multiple no delivery alarms. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.